Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. However, the reported condition can occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low rectal surgery, while disconnecting the rectum, stapler was unable to fire. The positioning needle could be came out but when held grip again, it couldn't hold and would not fire. They did perform full, complete squeeze of the handle and it return to open position following the first full squeeze of the it. It was replaced with a new stapler to complete the case. There was no patient injury.